Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pipeline was not placed in a vessel bend, it was opened in the straight segment of the middle cerebral artery.

Manufacturer narrative:
H3: the pipeline flex pushwire and phenom 27 micro catheter were returned for analysis. There was no braid returned with the pipeline flex pushwire. Therefore, any contributing factors from these devices could not be assessed. No bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing was intact with no signs of elongation. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. Upon visual inspection, no damages or irregularities were found with the phenom 27 catheter hub. No damages or irregularities were found with the phenom 27 catheter body, distal marker/tip. No other anomalies were observed. The phenom 27 total and usable lengths were measured to be within specification. The phenom 27 catheter was flushed, water exited from the distal tip. Based on the returned device, the pipeline flex was not confirmed to have failure to open at the distal end as the braid was not returned. However, based on the customer images was confirmed as the distal end of pipeline flex braid was not opened due to damaged braid. The proximal end of the braid appeared to be opened and slightly frayed. The damage to the braid on the ends of the pipeline flex is likely the results of the physician re-sheathing the device more than recommended two times. There was no non-conformance to specifications identified that led to the failure to open. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the stent was deployed according to the normal process in the body, and the tip end was shaped like a fish mouth, which could not be opened normally. After the operation processing, it still could not be opened, so it was withdrawn from the body. After all the stent was pushed out in vitro, the tip end still could not be opened, and the proximal end of the stent opened normally. No patient symptoms or further complications were reported as a result of this event. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left ophthalmic artery with a max diameter of 6mm and a 4mm neck diameter. Landing zone was 4.3mm distal and 4.6mm proximal. It was noted the patient's vessel tortuosity was minimal. Angiographic result post procedure showed wide-necked aneurysm of the ophthalmic artery segment.